Manufacturer narrative:
Other: hydraulic sub-assembly.

Event description:
It was reported by service report that there was oil leaking from the hydraulic pump. No pt involvement or adverse consequences are reported.